Event description:
It was reported that during a laparoscopic cholyecystectomy porcedure, the clips were not closing down on vessel, and were slipping off. There was no patient consequence. Used another like device to complete the case.